Event description:
It was reported the surgeon was using the dermatome when a black liquid was noticed dripping from the point of the sword (blade). It was reported the device was in use for this event; however, there was no patient injury

Manufacturer narrative:
Integra completed its internal investigation 2feb2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: device history record reviewed for this product ID serial# (B)(4) manufactured on 1/29/2010 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. A two year lookback for this reported failure and or related to " black liquid dripping" for this product family shows that 3 complaints were received including this case. All 3 complaints were submitted by the same customer. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.